Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was reported that the driveline infection occurred in (B)(6) 2017. The date of event was approximated as (B)(6) 2017. The referenced pump exchange in (B)(6) 2017 for the suspect internal short to shield was reported under medwatch MFR report #2916596-2017-02978. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had driveline drainage and fevers in (B)(6) 2017. Cultures showed (B)(6) at the driveline. The infection was treated with IV vancomycin, which was transitioned to cefazolin. The patient remained on long term cefazolin. A gallium scan on an unspecified date showed the infection was also present in the pump pocket. The patient subsequently received a pump exchange in november 2017 for suspect internal short to shield.

Event description:
Additional information: it was reported that during the pump exchange in (B)(6) 2017 for suspect internal short to shield, the cardiovascular surgeon (cvs) performed an antibiotic washout.